Event description:
During insertion of the blade into the nail for a pfna procedure, the blade would not lock. The surgeon turned the inserter clockwise to lock the blade and it felt as if the blade idled. The surgeon checked the space between the blade and the pfna on the x-ray image. The blade may not have been properly attached to the inserter. The blade was removed and replaced with another blade without difficulty to complete the procedure. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.